Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant products: oxford right medial tibial tray size d catalog 154725 lot 480650; oxford twin peg femoral medium size catalog 161469 lot 645180.

Event description:
It has been reported that a patient underwent a revision of a right partial knee prosthesis approximately six months post implantation due to unknown reasons. The tibial bearing was removed and replaced.